Manufacturer narrative:
No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that "occlusion error tubing alarm" occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition; all was intact. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The investigation however found upstream occlusion and no disposable messages in the event history log and deduced that this caused the occlusion error tubing alarm. It was therefore recommended that the upstream sensor and downstream sensor be replaced as preventive action. The root cause of the reported problem was unknown. Product is beyond 6 years from manufacture date of 2016-08 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached in complaint object: charge nurse states that pump alarm when being used by the patient and they had to bring the pump back to the hospital to be re-issue another pump. Charge nurse state alarm is either upstream occlusion or un-disposable tubing. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 16-sep-2016 h6: event problem and evaluation codes: updates not required.